Event description:
The device had delivered numerous inappropriate shocks due to noise on the right ventricular iegm. Impedance and sensing tests were normal and consistent. The rv threshold test intermittently showed a threshold of 6v. Noise seemed to occur randomly and was not reproducible with provocative testing. When the pocket was opened, the lead was tested through the analyzer and showed no noise on the iegm and a threshold of 0.4v. Upon reconnection to the device header, the initial threshold test was approx 0.6 v, but a subsequent threshold test was over 6v. The lumos was explanted and replaced with a new ICD. The linox lead was retained. Testing through the new ICD showed consistent, normal values and there were no signs of noise on the iegm. In 2009, our rep informed us that the lead was capped one day after the device change out. The patient received an inappropriate shock with the new device. Lumos dr-t, MDR 1028232-2009-01360.